Manufacturer narrative:
E1. Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent moved on balloon occurred requiring additional intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid-to-distal right coronary artery (rca). After multiple non-boston scientific (bsc) guidewires successfully crossed the lesion, a 1.5mm unknown balloon was advanced for dilation. An opticross imaging catheter was used, but it could not cross the distal lesion. An unknown extension catheter was then used to enhance backup; therefore, further dilation was performed with a 2.0mm nc balloon. Stent placement was deemed feasible, and a stent prioritizing deliverability was selected. A 3.00 x 24mm synergy xd drug-eluting stent was advanced with the unknown extension catheter as backup; however, it failed to cross the lesion. An anchor technique was added to enhance backup, and delivery was reattempted; but similar difficulties were encountered. Additionally, upon device removal, proximal shifting of the stent and balloon by several millimeters was observed. The stent just moved on from the balloon but still within the balloon area. A new stent and a non-bsc stent were subsequently attempted, but both encountered similar crossing difficulties. Additional dilation was then performed using a 2.5mm nc balloon. As no dissection was noted, the procedure was ultimately completed using a different device. No patient complications were reported.